Event description:
It was reported that noise had been observed atrial lead. The lead had been disabled previously due to the patients chronic atrial fibrillation. The lead remained implanted and no changes were made.

Manufacturer narrative:
(B)(4).